Manufacturer narrative:
Insulin pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the plastic part of the reservoir was broken and the reservoir would not stay in it. The blood glucose was 200 mg/dl at the time of the incident and last night the blood glucose was 400 mg/dl. Customer stated that, the pump has cosmetic damage. States that she has been in the ranges of 400-500 mg/dl lately. Customer declined troubleshooting for the high blood glucose. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.